Manufacturer narrative:
Evaluation completed. One bl3170 stellaris handpiece, serial number (B)(6) was received. No visual damage was found. A filter test was performed by running water through the irrigation tube out onto a 0.45-micron filter. The water was then vacuumed off through the filter in an attempt to trap any possible particles. Microscopic examination of the filter found no milky white substance and one blue colored fiber-like particle was noted on the filter. The source of the blue colored fiber-like particle is unknown. A functional test was performed using a stellaris system. The handpiece data displayed tune count 30, on-time 2556777 and average power 0. The handpiece tuned, primed and functioned as intended. The investigation is ongoing.

Manufacturer narrative:
The device history record was reviewed and there were no nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause of the reported event could not be determined. The investigation is complete.

Manufacturer narrative:
The device has not been received for evaluation. The investigation is ongoing.

Event description:
The user facility in france reported that white liquid was released from the handpiece during surgery which made visibility difficult.

Manufacturer narrative:
The device has not been received. The device history record was received and there were no nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause of the reported event could not be determined. The investigation is complete.